Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they have been trying to charge the implanted neurostimulator but it is not taking a charge. Patient said the top number will be green but the lower one has an orange triangle and says battery low. Patient mentioned they have reset the controller but that did not resolve the issue. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 100% and implant is 30%. Patient then connected recharger and confirmed charging excellent. Patient was able to advance to 40% on the call. Patient turned on stimulation and confirmed stim was on. The troubleshooting steps that were taken on the call did resolve the issue however the patient states she's been dealing with the issues charging for 3 months and states there is a problem. Pt states never had this much trouble with recharger. Pt states the stim was terrible and was going to fingers and the hcp had adjusted the stim at one point when agent advised to have the device checked if the rtm does not help. Agent sent request to repair for rtm and advised to call hcp if the issue continues. Additional information received from patient. Patient called back and stated they received the replacement recharger but now they cannot unplug it from the controller. Patient stated they are pretty strong, but the cord will not come out. Patient stated the cord plugged into the controller just fine but then "was hot" so they thought they'd let it cool down before trying to unplug it. Agent had patient try unplugging the cord; patient confirmed the white arrow on the recharger plug was pointed upwards. Patient stated they would take it to a neighbor to try and unplug it. Agent is to call patient back later today for further assistance. Additional information received from patient. Agent called patient back, and patient stated their neighbor was able to unplug the recharger from the controller. Patient stated the neighbor plugged it in several times "to loosen it up," and the patient was stated they were even able to do it on their own. Patient noted they may have been pushing it too hard/far into the controller; agent reviewed best practices. See pe 706456463 for information about: pt states the stim was terrible and was going to fingers and the hcp had adjusted the stim at one point.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.